Event description:
It was reported the device stopped working while in use, and it did not start up when turned on. The patient had an intrinsic rate of about 40bpm. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical or functional anomalies were found, but an issue with the battery contacts was observed.